Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices did not pass the preventive maintenance test and had error code 242.4030. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the broken op1 sensor is being attributed to a physical event where the pump module likely sustained a drop in the order of approximately 1 meter. The main contributor identified is the shape of the fall. It was found that when the pump module is dropped and hits from the front, the latch located on the door cushions the fall and hits the lower part of the pump module, impacting where the ail op1 is located. Testing also confirmed that the impact locations observed on the tested op1 samples was consistent with the samples returned from the field through the bd repair depot. It is also suspected the inherent flex associated with valox bezels can also be a contributing factor to the observed op1 damage, allowing for more movement in the bezel assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the devices did not pass the preventive maintenance test and had error code 242.4030. There was no patient involvement.